Event description:
It was reported that the patient had a "septic" wound infection after the implantation of the bi-ventricular pacemaker system. The device, right atrial and ventricular leads were removed and the left ventricular lead was capped. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652 implantable pacing lead (B)(6) 2013; 407658 implantable pacing lead (B)(6) 2013. (B)(4).